Manufacturer narrative:
(B)(4). The received adevice was forwarded ot commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies. With the information provided, the root cause of the intra-operative cement adhesion complications cannot be definitively determined. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The tibia did not adhere to the cement. It came off clean with no traces of cement on component. The doctor felt the implant was defective.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.